Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had motor damage - will not run and unintended activation/motion. . Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the motor device was displaying an e8 error (system fault), the motor was damaged ¿ will not run, the locking components were damaged, component damage, cord damage, and unintended activation/motion. It was further determined that the device failed pretest for visual assessment, cable assessment, motor thermistor assessment, and safety assessment. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.